Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the event occurred during the procedure, but the product was not used for patient. Upon opening, the needle and thread were already detached. Also, there was an extra needle in the package. They used another device to complete the case. There was no patient injury.